Event description:
It was reported that the pt experienced a loss of therapeutic effect and bowel movement issues since having e-stim done on her knee 3-4 weeks ago. It also noted that she would have stimulation and then it would feel like it was racing. The pt does not having any other programs to use. The pt was at home in fair condition. It was later reported that the pt's device was reprogrammed and slipped out of its 'pouch'. The pt was still having problems with her device and surgical intervention has been planned to address the situation. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).